Event description:
An attempt was made to deploy a 3.0 mm diameter x 30 mm length driver sprint rapid exchange (rx) coronary stent into the target vessel which exhibited 80% stenosis and moderate calcification. It was reported that the stent could not cross the lesion despite being pre-dilated once and leaving 70% stenosis. The stent became tangled in the lesion and upon removal the stent was noted to be deformed. No other clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation summary: the first three, the 12th and 13th proximal stent segments were raised deformed and pulled distally. (B)(4). Evaluation: results and conclusion: (70% stenosis, moderate calcification).